Event description:
Customer reported finding the defibrillator alarming on power up when responding to a patient complaining of chest pain. A backup defibrillator was connected to the patient for monitoring purposes only. No adverse patient outcome. Service representative duplicated reported condition. Device repaired and proper operation confirmed.